Event description:
It was reported while testing for sars-cov-2 a possible false positive result was obtained. Confirmatory testing was performed using genexpert system. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: (5 of 8 complaints). Customer reports weakly positive results on the bd max sars-cov2 test which are found negative when analyzed on the genexpert system (cepheid). In the end, these results were rendered negative by the laboratory.

Manufacturer narrative:
Eua# (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lots 1026991 and 1075172 was performed by the analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that lots 1026991 and 1075172 were manufactured according to specifications and met performance requirements. Customer reported weakly positive results with the bd sars-cov-2 reagents for bd max¿ system kit lots 1026991 and 1075172 which gave a negative on genexpert® system. Customer provided seven run files containing the nine positives samples identified. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd max sars-cov-2 reagents instruction for use. Manual pcr curve adjudication was conducted across the nine suspected false positive samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Pcr curves analysis revealed late and low, but true n1 amplification, indicative of true positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. No repeat test was found for these samples. As for the discrepancies obtained between the bd sars-cov-2 reagents kit and the verification method (genexpert, cepheid), it must be noted that this other assay only detects the n2 and e gene targets, and does not detect the n1 target. Therefore, with this assay, the customer cannot confirm the n1 positive results obtained with the bd sars-cov-2 reagents kit. Moreover, limit of detection can vary between different assays. Based on the data and information provided, specimens at or near the limit of detection (lod) of the assay or environmental or cross contamination introduced during the sample preparation at the customer¿s site are the most likely causes to explain the customer¿s positive results. Overall, bd was unable to confirm the exact cause of the customer¿s positive results. There is no indication of an increase in complaints for discrepant results for the bd max sars-cov-2 lots 1026991 and 1075172. The root cause was not identified but positives samples at the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars-cov-2 a possible false positive result was obtained. Confirmatory testing was performed using genexpert system. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from french to english: (5 of 8 complaints). Customer reports weakly positive results on the bd max sars-cov2 test which are found negative when analyzed on the genexpert system (cepheid). In the end, these results were rendered negative by the laboratory.